Event description:
It was reported the handpiece was getting hot. There is no reported patient impact.

Manufacturer narrative:
(B)(4): method no testing methods performed.

Manufacturer narrative:
Product was evaluated and no fault was found. We could not confirm the customer¿s complaint of the device overheating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.